Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support and during support, the doctor did not place a perclose and the patient was highly anticoagulated. Bleeding occurred at the access site. Heparin was withheld. Additionally, there was suction alarms and albumin was given. Support continued until weaning which was successful. The device was explanted and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The impella device was not returned for evaluation. Access site bleeding: the cause of bleeding issue most likely was anticoagulation management due to high activated clotting time (act) and resolved with holding heparin. Low pump flow: data log reviewed, no motor current (mc) spike, no placement signal issues observed. Quick resolved position alarms in aorta and ventricle which not impact the reported issue, purge spike seen. Suctions observed on 7/16 to18 which not impacted pump flows and correlated with clinical details, 7/16 albumin also given for low volume and suction alarms on console. The cause of suction alarms most likely was patient condition related since it resolved after blood and medications managed.